Manufacturer narrative:
The surgeon reported that the devices were well functional and well-secured.

Event description:
The patient developed heterotopic bone around the right mandibular component. The surgeon debrided the joint.